Manufacturer narrative:
This report is for an unknown synthes spine screws uss/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chatellier, p. Et al. (2010), fixation of thoracolumbar fractures. Results of 15 years of activity of "rennes urgences rachis" [rennes spinal emergencies], journal of orthopaedic surgery & traumatology, vol 96s, pages s13-s20 (france). The aim of conservative or surgical treatment is to restore the spinal morphology and stability in place prior to the accident. Between january 1993 and may 2008, a total of 335 patients (231 males and 124 females) with a mean age of 41.5 years (range 15-80 years) were treated with arthrodesis with or without a posterolateral graft using an unknown synthes universal spinal system. Occasionally, medullary decompression and nerve release procedures were performed. A laminectomy was performed in 167 patients and partial arthrectomy in 34 patients. The posterior fragment was pushed back in 22 cases; it was resected in two cases. 215 patients were reviewed with a mean follow-up of 53.2 months with a range of 7 to 107 months; 140 patients were subject to a documentation review. The following complications were reported as follows: 2 patients had a deep infection of the operative scar. 21 patients had a superficial parietal infection in the operative scar as well as the iliac crest. 1 patient's neurological signs was getting worst. 2 patients had visual disturbances related to the installation. 3 patients had a partial brachial plexus injury related to the installation who recovered spontaneously. 6 patients had general complications. 1 patient had pseudoarthrosis in the long-term. 8 patients had screw fracture. 1 patient had screw migration. 18 patients had surgical revisions for complications. Among the 15 patients who were classified as franckel a at admission. 8 patients remained francle a. 2 patients are classified franckel b. 4 patients are classified franckel c. 1 patient is classified franckel d. Among the nine patients who were classified as franckel b at admission. 1 patient remained franckel b. 5 patients are classified as franckel c. 3 patients are classified as franckel d. Among the 24 patients who were classified franckel c at admission. 5 patients remained franckel c. 13 patients are classified franckel d. 6 patients are classified franckel e. 17 patients who were classified as franckel d were all classified as franckel e. 41 patients had mild pain. 22 patients had moderate pain. 5 patients had significant pain. At 3 months, for 96 fractures and 132 grafts, the consolidation was doubtful. 43 fractures and 36 grafts were not consolidated. At 6 months, for 84 fractures and 92 grafts, the consolidation was doubtful. 5 fractures and 8 grafts were not consolidated. At the last follow-up, all fractures and all grafts were consolidated, except for the two cases resumed due to deep infection and one case due to pseudoarthrosis. Ablation of the material was performed in 123 patients. This was indicated by the presence of: 43 patients had pain or discomfort with the material. 1 patient had migration of the material. 8 patients had screw fracture. This report is for patients who experienced broken screw and screw migration. This report is for an unknown synthes spine screws -uss. This is report 3 of 3 for (B)(4).